Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. Clinical details states that while advancing the repositioning sheath, the impella folded in the left ventricle, did not straighten out, and had to be removed. The root cause of the delivery issue was determined to be use related as the pump migrated too deep into the ventricle when the repo unit was advanced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 87-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support after a percutaneous coronary intervention (pci). Following the pci procedure, the physician advanced impella cp into the left ventricle and when advancing repositioning sheath, the impella folded in the left ventricle and did not straighten out. The impella cp was removed and a new one was placed. The new impella insertion was successful and there was no patient harm.